Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pain near the anchor of the neurostimulation lead wire. The area stuck out 1 inch. She was unable to sit back against anything. The hcp relocated the device from the pt's buttock to her anterior abdomen. There was no anchor malfunction or other malfunction associated with the device, but rather a physical problem. Nothing was explanted. Afterward, the pt was doing fine.